Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The root cause of the reported phenomenon could not be identified. [Consideration] the cause of the reported phenomenon was that the g1 board of the subject device has failed. The cause of the g1 board failure could not be identified because the subject device was not sent to the manufacturing site. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use it was found that the power of the subject device was automatically turned off after one or two minutes later as turning on and it occurred repeatably turning on and off. This malfunction was same as last repair request, but it had not duplicated the malfunction as the incoming inspection at olympus service operation repair center (sorc) at that time. The occurrence date of the event is unknown. There was no patient injury associated with this report.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to sorc for evaluation. Sorc checked the subject device and duplicated the reported phenomenon. It was found the gi board failure which caused the reported phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.